Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the abdomen area of insertion had itches. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer did wash hands and clean site prior to set change. Customer cleans the site with alcohol wipes. Customer did avoid touching connecting parts of the sensor or site location after cleaning site. Customer did change sensor within product specifications. Customer did use alternative tapes. Customer reports that they received medical treatment as a result of the site issue. The device will not be returned for analysis.